Event description:
It was reported that this pacemaker exhibited oversensing of noise resulting in storage of a ventricular tachycardia (vt) episode. The noise was related to electromagnetic interference (emi) as the patient was having an ablation procedure at the time. The patient had an underlying rhythm at the time of the oversensing. No adverse patient effects were reported. This device remains in service.